Event description:
A customer reported receiving an "ER-9" message upon using the adc meter. Due to this, the customer required third-party treatment from someone other than themselves, however, no additional information was provided as customer disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "ER-9" message upon using the adc meter. Due to this, the customer required third-party treatment from someone other than themselves, however, no additional information was provided as customer disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection of the reader has been performed and no issues were observed. Performed the built-in reader test. The reader test passed. Did not observe error message. Issue is not confirmed . All pertinent information available to abbott diabetes care has been submitted.